Event description:
It was reported during an unknown patient procedure that when reaming with the reamer handles the reaming is not straight. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to viant incomplete for evaluation and the reported event is unconfirmed. The straight reamer handle was returned without the teflon sleeve and exhibited deformed power adaptor possibly leading to the reported non-linear reaming. The stryker-zimmer hall power adaptor end was observed to be deformed with signs of material displacement and indentations. It is possible the power adaptor is bent and bending would not occur during normal intended use and likely would had occurred from applying non-linear load (off-axis force applied). It is unknown what adaptor or power source (neither provided by viant) was connected to the device. The complaint sample was then placed under power to simulate use to observed any non-linear motion. From placing the complaint sample under power, there was no observation of non-linear motion. However, the device is intended to be used with the teflon sleeve which was not returned. The teflon sleeve provides added grip and support for the surgeon (user) for better stability during reaming. It's possible if used without the teflon sleeve, coupled with the deformed power adaptor, the user could had experienced non-linear reaming, however that could not be replicated when simulating use under power without the teflon sleeve. Other observations; · the reamer head is able to retract and spring back in position as intended. · the device can be easily disassembled and assembled as intended with exception of the teflon sleeve that was not returned. · there are numerous signs of wear in the form of scratches, nicks, etc. Throughout the device from repeated use. The IFU sent with this device today, states the following; · end of life is generally determined by wear and damage due to intended use. · visually inspect for damage and wear. If the instrument is damaged and worn it is considered at the end of its life and should be discarded. · where instruments form part of a larger assembly, check assembly with mating components. · viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures. · do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion. · manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history record (DHR) was not reviewed as this device was manufactured at the ((B)(4)) facility on 06-may-2010. This device has experienced approximately 12.18 years of use and has far exceeded its expected useful life. In conclusion, the reported event is unconfirmed. The straight reamer handle is intended to be used with the teflon sleeve which was not returned. The teflon sleeve provides added grip and support for the surgeon (user) for better stability during reaming. It's possible if used without the teflon sleeve, coupled with the deformed power adaptor, the user could had experienced non-linear reaming, however that could not be replicated when simulating use under power without the teflon sleeve. No further investigation with regard to this complaint is required. Complaint information provided by distributor, (B)(4). Foreign as event occurred in denmark.